Manufacturer narrative:
Date of event: the event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the staff at the patient's living facility might have been having difficulty charging the implantable neurostimulator (ins), which resulted in therapy turning off and the patient having a return of symptoms (shaking) that have caused them discomfort. The caller stated that they personally have never had any difficulty charging the patient's ins because it is easy to find; they noted that the ins is very prominent in the patient's chest due to the patient losing a lot of weight. The patient's managing healthcare provider (hcp) notified them on friday that the patient's therapy was turned off. They went to the patient's assisted living facility to assist with charging the ins, but they were seeing the 'reposition antenna' screen persistently, and they think they saw the 'physician recharger information' screen that appears on page 56 of the recharger manual. They stated that the 'physician recharger information' screen indicated that the recharger could not be used and required assistance from a healthcare provider (hcp), so they called the patient's hcp as the recharger manual advised. However, the patient's hcp redirected them to the manufacturer for assistance. They were not with the patient, so troubleshooting could not be performed. They did not know the last time the patient was able to charge their ins. The possibility of the ins being overdischarged due to the persistent 'reposition antenna' screen was reviewed and the caller thinks that might be the case. The issue was not resolved. They will be visiting the patient tomorrow and will call back to troubleshoot. They mentioned that this was the 4th or 5th time the patient's therapy has been off, but they did not provide the circumstances that led to the therapy being off.